Event description:
It was reported that the pump touch screen was missing pixels, which affected the user¿s ability to read the screen. There was no impact on the customer¿s blood glucose levels, as they remained within the normal range. Customer reverted to using an alternate method of insulin therapy.